Event description:
A dexcom employee contacted dexcom technical support on behalf of the patient on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three attempts to contact the patient were made with no success. At the time of contact with dexcom technical support, there was no report of any medical intervention or injuries.